Event description:
The surgeon implanted a cc4204bf collamer lens and then removed it due to a capsule tear. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility. Additional information has been requested from the facility but has not been received to date.